Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that the image did not appear. The atlantis sr pro imaging catheter used to visualized 75% stenosed target lesion located in the moderately tortuous and moderately calcified right coronary artery. It was noted that during percutaneous coronary intervention, the image did not appear. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is normal. However, the sheath was missing when the device was received.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. The sheath was missing when the device was received. Impedance testing finds the device is capable of imaging properly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).